Event description:
It was reported the customer was currently hospitalized. The caller also requested to have the customer's insulin pump evaluated. Information about the customer's hospitalization was not provided. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.